Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed to open properly. The user stated that while the drawer itself opened, the cubies did not open despite attempting multiple pockets with no effect. The cubies acted as if they were opening, but they neither failed nor ejected as expected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 was failed to open. A field service engineer (fse) tested the drawer and found that it would open, but none of the lids would open. Fse replaced the failed drawer controller pyxis controller board. As soon as the drawer was repaired, users began pulling emergent medications, leaving no time to perform hardware test application. The system functioned as intended after the field service engineer repaired the device.